Manufacturer narrative:
Additional medwatch information provided. The customer¿s report that the tubing leaked was confirmed. Visual inspection showed that the tubing had a slice cut 37 ½ inches below the lower fitment. Functional and pressure testing confirmed leaking from the slice in the tubing. The root cause of the leak was a cut in the tubing. The root cause was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the pt had his IV chemotherapy lines hook up to the IV medication pump and had started. Within 5 mins the nurse was called back into the room by the pt because the floor was wet. The nurse observed chemotherapy fluid leaking out of tubing below the level of the pump. Infusion stopped. Chemotherapy spill, precautions initiated. Diagnosis or reason for use: pancreatic adenocarcinoma." Although the customer has not reported any injury or prolonged hospitalization, listed "serious injury" and "hospitalization".

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.concomitant medical products: bbraun excel 250 ml bag, material # (B)(4), tevadaptor spike port adaptor, material # (B)(4) and locking syringe adaptor, material #(B)(4).

Event description:
The customer reported that the gemcitabine/normal saline infusion bag was sent to the infusion unit in which the nurse placed the tubing into the pump, connected the tubing to the patient and began the infusion. Approximately five minutes later the patient called the nurse to the room to state that the floor was wet. Upon observation the nurse found fluid leaking out of the tubing below the level of the pump. Once the bag and tubing was returned to the pharmacy, the pharmacy inspected the tubing to find a leak in the tubing below the level of the pump. There was no report of patient harm.